Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan to report the one touch ultra2 meter was giving the error 2 error message. The sr. Medical surveillance specialist was able to classify the complaint based on the information originally provided. On (B)(6) 2011 at 8:15 am, the patient obtained the error 2 error message on the reported meter; he did not obtain a blood glucose reading. Afterwards, the patient experienced the symptoms of shaking. The patient took no actions and did not seek any medical attention or treatment. Troubleshooting revealed this was a new, out-of-the-box, meter, the test strips were correct, and the patient's testing technique was incorrect, which can cause error messages. The issue was resolved with patient education. The meter, test strips and control solution were replaced. The patient incorrectly applied the blood sample to the test strip. The patient suffered symptoms suggesting severe hypoglycemia after he was unable to test his blood glucose level due to the error message issue. Therefore this complaint is being reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510k#: k053529.